Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found the ac power inlet of the device was burnt at the time of inspection for repair. There was no report of patient injury associated with this event.